Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion, the cadd cleo infusion set patient experienced high blood glucose and upon inspection insulin was leaking from the luer lock. There was patient involvement and no patient harm.